Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4) no longer applies.

Event description:
Additional information received from the consumer reported her first implantable neurostimulator recharger (insr) antenna unit was replaced due to malfunction. It was mentioned the old antenna and new antenna were different. It sounded like the patient had a spacer on the old antenna, so a new spacer was sent for her new antenna.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer reported there was difficulty recharging. It was taking too long and it was difficult maintaining the antenna over the implantable neurostimulator (ins). The patient stated sometimes it takes her 10-15 minutes to get the implantable neurostimulator recharger (insr) antenna in the right area to charge her ins. Then she will get all coupling bars, then they will drop down and disappear and the insr will shut off. The patient also reported she was never able to get the ins battery charge level beyond half full. The patient reported she was charging for four hours and it never went beyond halfway. The patient reported she was only getting 6-12 hours of ins battery before having to charge again. The patient reported that she will be able to maintain coupling boxes if she was up and moving around but if she was totally still she would lose the coupling. The patient stated her managing health care provider (hcp) ordered an x-ray and found no problems with the ins positioning. The patient did have problems with swelling following im plant. Which they initially thought was the problem but that had since gone away. The patient stated she spoke with a device manufacturer's representative (rep) and thought she may be able to resolve the problem with the ins battery only lasting 6-12 hours with re programming. The patient was having coupling problems and would like to try another insr antenna. Patient services requested a new insr antenna for the patient and reviewed that if that did not resolve the issue, the patient will need to follow up with the hcp. The patient stated she had an appointment on (B)(6) 2015. The patient did not know the first date she notified the rep of the recharging problems. Medical history includes spinal pain and failed back surgery syndrome. If additional information is received, a supplemental report will be submitted.